Event description:
It was reported that during a laparoscopic roux en y procedure, the device was fired using a gold reload over peristrips. The surgeon noticed there were staples that were not formed properly and there was only a partial cut line. Another device was used to complete the procedure. The patient returned for a reoperation on (B) (6) 2010. It is unknown as to what symptoms the patient was having before the reoperation. No additional information is available regarding the reoperation. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
Device issue: none. Adverse event (ae): stroke. Time of ae: post procedure. It was reported via a trial that on (B)(6)2010, an xact stent was successfully implanted in the left internal carotid artery. On (B)(6)2010, the patient underwent coronary artery bypass graft. The next day the patient experienced a stroke with right upper extremity weakness. CT scan of the head showed a subacute left parietal stroke of medium size and a stroke of the left occipital area in the pca distribution. Medications were administered and hospitalization was prolonged. The event is continuing and improved. No additional information was provided.